Manufacturer narrative:
Conclusion of cer (B)(4): hamilton medical ag has investigated the case based on the received information. No patient was harmed. Intervention took place due to frequent te 231009 (alarm blower speed low). A reboot of the device ended in a selftest failed due to a defective blower. The investigation showed that a hardware related issue led to the hamilton-c3 "te 231009 (alarm blower speed low)". There is no indication that the ventilator cancelled the ventilation, as well, the ventilator alarmed appropriately, according to the log files. The device alarmed immediately. The personnel reacted and changed the ventilation therapy. As the hospital informed, there was no impact on patient's oxygen saturation nor any other impact on the patient. There is no indication that the device led to death, injury or serious deterioration of the health of the patient and operator. Investigation summary of the logfile analysis: during ventilation te231009 (blower controller speed low) appeared which indicates malfunction of the blower te231009 was logged. Another alarm was triggered (low minute volume) due to malfunction of the blower. After this incidence the ventilator was restarted. The blower did not pass the self-test and the local partner/distributor reported running noises of the turbine and confirmed the defect of the blower. All alarms were high priority alarms -red alarm, functioning as intended visually and audibly. Root cause: defective blower (turbine). Correction: replacement of the blower.

Event description:
To hamilton medical ag was the following reported: "beschreibung des vorkommnisses laut angefügter vorkommnismeldung des betreibers. Der kunde hat angekündigt, dieses dem bfarm zu melden. Anbei sämtliche daten aus dem gerät. Seit 2018 wird das gerät durch die hauseigene med.technik des betreibers beserviced. Das gerät hat 29039 betriebsstunden und der blower zeigt 81% laufzeit an. Der 2-minuten-buzzer-test wird erfolgreich bestanden. Beim boot-vorganges nach einschalten des gerätes ist während des kurzen ansteuerns/ anlaufens der turbine ein sehr rauher lauf derselben hör- und spürbar.» english translation: "description of the incident according to the attached incident report of the operator. The customer has announced to report this to the bfarm. Enclosed all data from the device. Since 2018, the device has been serviced by the operator's in-house med.technics. The device has 29039 operating hours and the blower shows 81% runtime. The 2-minute buzzer test is passed successfully. During the boot procedure after switching on the unit, a very rough running of the turbine can be heard and felt during the short start-up/start-up of the turbine." Source: translated with www.deepl.com/translator (free version).